Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead exhibited a decrease in impedance measurement. However, no noise was noted by a boston scientific technical services (ts). The system remains in service. No adverse patient effects were reported.

Event description:
Further information obtained from a field representative indicated that the impedance measurements were not out of range. No intervention was performed at the time. The issue was handled by the clinic and the field representative could not provide any further information. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.